Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut.

Event description:
It was reported that a high right ventricular (rv) lead threshold was observed, along with no capture and intermittent capture from the rv lead. It was noted the cardiac resynchronization therapy defibrillator (crt-d) had also reached elective replacement indicator (eri) with premature battery depletion and a replacement procedure was scheduled. During the revision procedure to explant and replace the rv lead and crt-d, the left ventricular (lv) lead insulation was accidentally cut through almost the full thickness of the lead and the physician chose explant and replace the lv lead. The rv lead and crt-d were explanted and replaced. No patient complications have been reported as a result of this event.